Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An advanced instrument log review was performed for this procedure by an isi advanced failure analysis engineer (afa). Per afa, the e-100 logs as well as the mcs and dsp logs were reviewed and it seems as though this instrument was installed, but its cutting or sealing functions were never used, so no actual logs are available. Image review ¿ an isi clinical development engineer (cde) reviewed an image provided by the customer for this event and determined the following: it can be confirmed that it is possible that the tissue was pinched at the interface of the instrument shaft and jaw assembly. However, it is unable to exactly determined when or how the small intestine was caught at this location during the case and the root cause of the issue. This complaint is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure, the patient was injured by a vessel sealer extend (vse) instrument. The issue occurred while the vse was being used to pull the small intestine ¿towards to head¿ ¿cranially¿ when the tissue pinched between the wrist and shaft. The tip of the vse somehow got small intestinal tissue wedged at the front part of the shaft side of the wrist moving part and injured the small intestine while in use. The pinched tissue could not be released by operating the vse and was removed by pulling it with other instruments. To release the small intestinal tissue from the vse, the tissue was damaged and bled. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the patient was injured by a vessel sealer extend (vse) instrument. The issue occurred while the vse was being used to pull the small intestine ¿towards to head¿ ¿cranially¿ when the tissue pinched between the wrist and shaft. The tip of the vse somehow got small intestinal tissue wedged at the front part of the shaft side of the wrist moving part and injured the small intestine while in use. No errors displayed when the issue occurred. There had been no damage or functional issue with the vessel sealer extend until the issue occurred. The pinched tissue could not be released by operating the vse and was removed by pulling it with other instruments. To release the small intestinal tissue from the vse, the tissue was damaged and bled. The bleeding was unexpected but amounted to less than 1ml. The instrument was removed and was checked for any abnormalities, of which none were observed. The vse was not damaged to remove the pinched small intestinal tissue. The technical service engineer (tse) viewed the live logs and did not note any associated errors. The surgeon made the clinical decision to use a back-up vse instrument. After confirming with a lower gastrointestinal surgeon, the wound was sutured. The patient did not require extended hospitalization. The initial vse instrument is available for return for evaluation. The surgeon states that, regarding the surgical task, the instrument should not have been used in such a way that the entire instrument was used to trace the small intestine.